Event description:
Additional information was obtained. During a follow-up, no changes were made. A decision has been made to further monitor this device.

Manufacturer narrative:
- -

Event description:
Additional information was obtained. Further high out of range shock impedance measurements have been observed. This system remains in service and monitored remotely.

Event description:
Additional information was received. Follow up have revealed the impedance ranges from 110 ohms to above 125 ohms. The physician did not feel there is an issue with the lead. This system remains monitored remotely. .

Event description:
Boston scientific received information that remote monitoring of this device and unknown right ventricular lead displayed a high out of range impedance measurement. This information has been provided to the physician and is being monitored. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.